Event description:
It was reported that the "non-magnet and magnet rates are coming across as just flatline" with the remote monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. (B)(4).

Manufacturer narrative:
Product analysis: model#: 2490h and serial/lot#: (B)(4): the remote monitor was returned and analysis revealed no complaint failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.